Event description:
Boston scientific neurovascular became aware that during a procedure the subject device was inserted into a tracker excel-14 microcatheter and resistance was felt. The subject device became stretched after removal. No complications with the patient were reported to have occurred during this event.

Manufacturer narrative:
Inspection of the subject device showed that the main coil was broken just distal to the inner coil, subsequently this event is being reassessed as a medical device report. The subject device was returned for inspection within its dispenser coil; it was removed without any restriction. The subject device was partially advanced from the introducer sheath. Some difficulty was experienced when the main coil was removed from the introducer sheath, as the main coil was extensively stretched and broken just distal to the inner coil. A kink was found at the distal end of the main coil. This kink could have possibly been the cause of resistance felt by the physician when the main coil was inside the microcatheter. No anomalies were noted with the pusher wire. A review of the device history record was performed and no issues or discrepancies were found which could potentially relate to this complaint. The device history record review confirmed that this device met all material, assembly and performance specifications. No other complaint has been received on this particular batch of finished goods. Boston scientific manufacturing processess included extensive testing and inspections to ensure each product meets or exceeds all material, assembly and performance specifications. The subject device was checked before deployment and no anomalies were noted. No friction was felt as the subject device was advanced and pulled back into the introducer sheath during preparation. The coil was soaked in saline before use. It was also established that continuous flush was maintained. The resistance was felt in the catheter shaft at 10 cm after the hub. The root cause of the reported event and the anomalies noted with the subject device could not be accurately determined. Additional 510(k) #k001083.